Event description:
The hospital reported that the vasoview hemopro 2 grasper came apart/broke from the tip of the device but was still attached to the internal side of the device. No parts were broken inside the patient nor needed retrieval. There was a 5 minute delay to exchange defective product to new product. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/11/2022. An investigation was conducted on 06/01/2022. Signs of clinical use and evidence of charred material was observed on the tip of the heater wire. The heater wire was observed to be flexed away from the base of the heater wire to the tip of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.